Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had repeated blank display issues with the insulin pump. Customer also reported the insulin pump would prompt to reset the time and date after a new battery was inserted. The customer's blood glucose was 180 mg/dl at the time of incident. The customer also reported a crack on the bottom left corner of the insulin pump's screen. Troubleshooting was unable to confirm if the blank display was resolved. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.